Event description:
It was reported that the patient was experiencing painful stimulation in their neck that required the device to be disabled. Patient was reportedly an inpatient at the time of disablement, the reason for hospitalization is not known at this time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.